Event description:
It was reported that during the perfusion of kabiven +saline water, the patient noted that the compress was wet and called the nurse. The needle was out of the port. The nurse cleaned the injection puncture but the liquid of infusion poured. When the nurse went to place another needle she could not find the place because of an important oedema. The patient was informed and the infusion planned for later.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.